Event description:
It was reported that the patient was implanted on (B)(6) 2024 and developed bacteremia on (B)(6) 2024. The source of the infection was both bacteremia and pneumonia (pna). The infection was identified through positive blood cultures, and the patient was treated with intravenous (IV) antibiotics. The infection resolved. While admitted, they had an impella rp placed from (B)(6) 2024. They were thought to have a possible impella clot ingestion on (B)(6) 2024. There were no changes to the patients condition or anticoagulation status that may have contributed to the clotting. They then had the impella rp from (B)(6) 2024. The patient had a centrimag rvad placed on (B)(6) 2024. The patient had moderate right ventricular function identified with an echocardiogram, which existed pre-lvad. The patients' symptoms included multiple arrhythmias. It was unknown if the lvad had contributed to the right heart failure. The patients blood cultures from (B)(6) 2024 were positive. The patient then experienced a gastrointestinal bleed (gib) on (B)(6) 2024. It was identified as an upper gib, which was treated with a blood transfusion. The bleeding reportedly resolved. They developed vancomycin-resistant enterococci (vre) bacteremia on (B)(6) 2024. On (B)(6) 2024, a bowel resection was required due to an acute abdomen. This was caused by an ischemic bowel.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient's infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists infection, right heart failure, cardiac arrhythmia, thromboembolism, and bleeding as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection, arrhythmia, and thromboembolism, as potential late postimplant complications. Section 6 of the IFU, (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was implanted on (B)(6) 2024 and developed bacteremia on (B)(6) 2024. While admitted, they had an impella rp placed from (B)(6) 2024. They were thought to have a possible impella clot ingestion on (B)(6) 2024. They then had the impella rp from (B)(6) 2024. The patient had a centrimag right ventricular assist device (rvad) placed on (B)(6) 2024. Blood cultures from (B)(6) 2024 were positive. The patient then experienced a gastrointestinal bleed (gib) on (B)(6) 2024. They developed vancomycin-resistant enterococci (vre) bacteremia on (B)(6) 2024. On (B)(6) 2024, a bowel resection was required due to an acute abdomen.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.